Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to a pocket erosion and infection. The patient will be treated with antibiotics. There was no additional adverse patient effects were reported. This lv lead was explanted.